Manufacturer narrative:
The service evaluation could not confirm the customer¿s reported issue. However, the bent contact pins were found inside the video connector. Also, an upgraded power switch and software are recommended. The cause of the foreign material at the forceps elevator is unknown. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus service center was informed that the customer visera elite video system center was returned for repair for a reported ¿not powering up fully ¿ no lights¿, found during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The specific root cause of the intermittent power of the device, the faulty output connector socket, and the front panel lighting failure could not be determined at this time. Olympus will continue to monitor field performance for this device.